Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection in the pocket. The incision was open and the device had been exposed. The pacemaker, right atrial and right ventricular lead was explained. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found. Correction: explant date was reported wrong in initial report and corrected in follow up report.